Event description:
The customer reported that the system displayed an intermittent x ray disabled error message. This error message will prevent the system from producing x-ray. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.